Event description:
The product was used during a laparoscopic gastrectomy procedure. Reportedly, the anvil disengaged. The surgeon applied another device and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not available for eval.